Event description:
A pt reported blood glucose results of 160, 98, and 109 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported that strips were peeling from one of their ot ultra test strip vials. No symptoms reported while attempting to test their blood sugar. No further info has been reported.